Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively increasing / unstable thresholds were observed on a low voltage lead. It was also reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.